Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, nine years and five months ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently the abdominal aortic aneurysm is 67 mm in diameter. The aortic neck is 41 mm in diameter with an angulation of 45 degrees. It was reported that there is disease progression with aortic neck dilatation. There is no calcification or tortuousity in the iliac limbs. A recent CT demonstrated that the stent graft has migrated 30 mm distally and there is a proximal type I endoleak present. The patient will be treated at later date. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).